Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on unknown date, the patient was discharged from the hospital. It was reported that the patient continues hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, severe abdominal pain, vomiting and nausea. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and was treated with injection meropenem (500mg, once daily, intraperitoneal, discontinued after two days) and injection vancomycin (1gm, every 5th day, intraperitoneal, discontinued) and injection amikacin (1gm/ once daily, intraperitoneal, discontinued after two days) for peritonitis. At the time of this report the patient remained hospitalized and had not recovered from peritonitis. It was reported that two days after the event onset, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis (hd). Same hd is ongoing. No additional information is available.